Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient mentioned that she was alone the time of the event when she passed out due to hypoglycemia. Her husband her unconscious and the paramedics where called. The cgm was reading over 250 mg/dl so the insulin pump kept injecting insulin since the patient has a control iq. When the paramedics arrived, they took her blood sugar and the reading was 21 mg/dl. The patient was treated with IV 10% dextrose and gel icing by the paramedics and glucose tablets after she regain the consciousness. The patient was not admitted to the hospital, she was advised to stay in bed as she was feeling weak and the paramedics gave her proteins, pizza and oats for her to recover. At the time of the report, the patient was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6)2022. The patient stated she went on a trip to take her child to college. During the 2 hour warm up period for the new sensor, she took off the insulin pump for an hour (tandem with control (iq) and ate food because she felt low (symptoms unspecified). Although she had brought her glucometer, no bg finger stick value was obtained. She re-attached the insulin pump (without using the control iq setting) and a short time later the cgm value displayed was 399 mg/dl which she attributed to her earlier meal. She turned on the control iq setting, and self-administered insulin and a bolus based upon the displayed cgm value. She felt low and 'weird' but attributed the feeling to the stress of settling her child at college. The cgm displayed 250 mg/dl with double down arrows. At 9:00 pm she left the dorm with her husband, was coherent, but continued to feel strange which she attributed to anxiety. At the hotel the cgm value was 250 mg/dl, and she was confused and felt hungry. She remembered few details of what happened next. Her husband said she appeared drunk and was answering questions but was not herself. A short time later she could not open her mouth to eat or answer questions but responded when he tickled her feet. He called emergency medical services (ems). The bg finger stick by paramedics was 21 mg/dl and the cgm value was around 200 mg/dl. The insulin pump was removed. Paramedics administered IV dextrose, glucose gel (2 tubes), and she ate glucose tablets, candy, pizza, and drank orange juice. Paramedics remained for 45 minutes until her bg was at 60-70 mg/dl and she was coherent and in stable condition. After the event she replaced the sensor and used her glucometer to compare values. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.